Event description:
It was reported that during a physicist's inspection the dosage output in maximum boost mode exceeded 18 rads/min. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The maximum output dosage was found to be within the federal limit but was reduced to 18 rads/min per request of the customer. The system was tested and found to be working as intended and placed back into service.